Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a solent dista catheter system. The pump, shaft, and tip were microscopically examined. There were numerous kinks throughout the device. Functional testing was performed by placing the device in the console. Functional testing showed a leak in the boot of the pump. Microscopic examination revealed two holes in the center of the pump boot. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ dista catheter was selected for a thrombectomy procedure in the tibial trunk. Tissue plasminogen activator was sprayed into the patient. However, after about one pump of aspiration, an error message to re-prime the catheter displayed. The device was removed from the patient. An attempt was made to re-prime the catheter, but it would not re-prime. The procedure was completed with a different angiojet catheter. There were no patient complications and the patient is fine.